Event description:
It was reported by service report that the foot/head caster is stuck and the head siderail is stuck. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Siderail stuck.